Manufacturer narrative:
Exemption number e2015055. The device was received for evaluation; both reported events were confirmed during testing and the event. The device was found to be affected by a missing trigger housing and an e-box interaction issue. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was disassembled and ran in the wrong mode. There was no patient involvement; no patient impact.